Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The end-user was walking down the hall to the bathroom when the handle broke off causing the patient to fall down. The ambulance was called and he was taken to the hospital where he had surgery in which a plate and screws were put in his right hip. He is currently in the ICU and will have to go to rehab for 6 weeks after. They have been using the unit for a little over a year with no maintenance performed on the unit. Customer is 5'11" and (B)(6) pounds. The weight cap on the item is 300 pounds.